Event description:
During left cataract extraction, surgeon noted a surge in vacuum as he lifted his foot from phaco machine foot pedal while in I/a mode. This resulted in a tear in the posterior capsule-without vitreous loss.